Event description:
It was reported that the patient's lead was broken and he experienced abnormal discomfort. Patient information and outcome could not be obtained. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_ext, lot#: unknown, serial#: unknown, implanted: (B)(6) 2011, product type: extension. (B)(4).